Event description:
Literature: elias wj, sansur ca, frysinger rc, sulcal and ventricular trajectories in stereotactic surgery. J neurosurg. 2009;110(2):201-207. Summary: a total of 258 sides were treated with dbs in 143 pts between 2003 and 2007. Vascular events from electrode insertion were recorded after review of all postoperative magnetic resonance imaging and radiological reports. A total of five of the 258 operated sides experienced an intraventricular hemorrhage (ivh). One pt experienced an intraventricular hemorrhage (ivh), pt was asymptomatic. See MFR report #: 2182207-2009-03158.

Manufacturer narrative:
See scanned pages.